Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the anchor threaded tab along with dynacord sutures were returned for evaluation and healix advance knotless anchor was not returned. Hence,incomplete device was returned. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the threaded tab seems to be broken. However a clear root cause could not be identified. One hypothesis is that the surgeon may have maintained tension on the free limb of the fiber tape causing the anchor to twist which resulted the anchor threaded tab broke. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via email that during a rotator cuff repair procedure the dynacord sutures got stuck in their 4.75 healix advance knotless anchor as they were being pulled through the anchor threaded tab broke. It was reported that they never were able to slide the anchor down the cannula. It was reported that they weren¿t able to get the sutures to pass through the anchor. It was reported that nothing was left in the patient. We used the hole we punched with the second anchor. The procedure was completed by cutting the suture, and loading up a new anchor. There was no patient consequences or surgical delay to the case. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.